Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection post implant with the use of an antibacterial absorbable envelope. The envelope remains in use. No further patient complications have been reported as a result of this event.